Manufacturer narrative:
Alleged failure: "during a procedure there was a "pop" sound. The light source turned off and will not turn back on. There was a 2-3 minute delay in the case as I had to swap with a different light source. " salesforce case number (B)(4). The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be a bad power supply. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.